Event description:
The iab leaked. Blood was noted in the tubing and iabp was discontinued. (Datascope rec'd this report on 3/19/98 via the voluntary medwatch form from the FDA; MDR access number: 1013101). On 5/4/98, the following was reported to datascope: black flakes were found in the gas line. There was no pt injury or complications as a result of the event. The pt was discharged from the facility on 3/2/98. [Event complications]: unk-reported 3/19/98; none-rpt'd 5/4/98. [Pt's current status]: discharged-rpt'd 5/4/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. (This follow-up MDR was mailed to the FDA on 5/21/98).